Event description:
Reporter indicated it was noted a vns pt's generator recorded 700 magnet activations in a three month period, for which the reporter felt was incorrect. The pt had just had a software upgrade performed on her vns generator. No clinical adverse events were reported. Attempts for vns programming history from the reporter have been unsuccessful to date.